Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -9.00 diopter in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/24.

Manufacturer narrative:
Review of the file indicates that the lens was not implanted in accordance with the dfu requirements. Acd below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found haptic broken. (B)(4).